Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2013 and received 2 leads (from the same lot). It was reported the pt experienced itching at the bottom of her bandage. The pt removed the tape and experienced minimal relief. The pt indicated she had a blister at the site which was examined by the physician. As a precaution, the physician removed the pt's trial leads on (B)(6) 2013. The physician also prescribed the pt keflex although no infection was noted at the surgical site. The physician does not feel the issue was related to the scs system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.